Event description:
The mother reported via phone call that the customer went into diabetic ketoacidosis due to high blood glucose. The customer's blood glucose was unknown at the time of incident. The mother stated the customer was not hospitalized for the incident. It was also found the insulin pump had motor issues, which caused the customer's high blood glucose. The mother declined to troubleshoot for the insulin pump. The mother declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.